Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's left ventricular (lv) lead had revealed dislodgement, confirmed through a chest x-ray. Additionally, loss of capture was noted on the lv lead due to the dislodgement. During attempted surgical intervention on (B)(6) 2022, the lv lead was unable to be repositioned and re-implanted into the left ventricle, as it dislodged again during the procedure. The physician decided to abort the lv lead reposition and remove the lv lead. The patient was stable throughout